Event description:
Complainant alleged that during a routine shift check, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The transformer became dislodged from the analog board. The analog board will be replaced to resolve the report. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.